Event description:
It was reported that the stent was damaged. An 18mm x 90mm x 75cm venous wallstent was selected for use in the left common iliac vein. The 90% stenosed target lesion was located in severely tortuous anatomy. During the procedure, the wallstent became stuck at the bifurcation, and it was difficult to cross the anatomy. The device was removed over the 0.035 wire. Upon removal, it was noted that the tip of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported.